Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited variable impedances and noisy signals that were over-sensed. The physician suspected insulation damage and a conductor fracture as the root cause of the impedance changes and over-sensing. The physician elected to surgically explant a portion of the rv lead and implant a competitor's rv lead to resolve the event. Additionally, during the procedure, the device was replaced to due normal depletion. The patient was stable with no additional adverse consequences. The rv lead is expected for analysis, but has not yet been received.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection of the returned lead segment revealed it had been severed 235 mm from the terminal tip. Abrasion damage was noted 220-223 mm from the terminal pin, exposing the conductors. There was also webbing damage noted in this area. Based on the type/pattern of insulation abrasion, engineers determined this was consistent with lead-on-can contact coupled with movement; however, lead-on-lead contact cannot be ruled out.

Event description:
It was reported that this right ventricular (rv) lead exhibited variable impedances and noisy signals that were over-sensed. The physician suspected insulation damage and a conductor fracture as the root cause of the impedance changes and over-sensing. The physician elected to surgically explant a portion of the rv lead and implant a competitor's rv lead to resolve the event. Additionally, during the procedure, the device was replaced to due normal depletion. The patient was stable with no additional adverse consequences. The rv lead was received for analysis.